Event description:
"Gel material particulated in pieces as big as 5 mm in diameter. The gel almost seemed like it was melting on top. The resident put his hand on the cap and tried to remove his hand and the gel stuck to him like gum. The pieces were in the pt and sticking to instruments. The trocars also leaked pneum. A lubricant had to be applied to the instruments so they would go through the trocars and the trocars kept coming out, so they would have to put them back in."

Manufacturer narrative:
Upon receipt and eval of the incident device, a f/u report will be submitted.